Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU), was inserted, and grasping was performed. However, the clip became caught on the posterior leaflet, the anterior gripper was unable to be raised, and the gripper lines on both clip arms had broken. The clip was able to be freed from the leaflet. However, a flail on the posterior leaflet observed. There was no clinically significant delay in the procedure. The patient was reported to be stable and recovering well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported break (cga gripper line), difficult to open or close (gripper actuation - single), or difficult or delayed positioning (anatomy). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning and difficult single gripper actuation appear to be related to procedural conditions (clip caught on leaflet). A cause for the reported gripper line break could not be conclusively determined. The reported tissue injury appears to be a cascading event of the clip caught on the leaflet. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU), was inserted, and grasping was performed. However, the clip became caught on the posterior leaflet, the anterior gripper was unable to be raised, and the gripper lines on both clip arms had broken. The clip was able to be freed from the leaflet. However, a flail on the posterior leaflet observed. There was no clinically significant delay in the procedure. The patient was reported to be stable and recovering well.